Manufacturer narrative:
Results: the reported issue that the restraint broke was confirmed. The loop created by the 1" synthetic leather which secures the 1" center bar (not returned) has broken into two pieces where the rivet is applied. The opposite side configuration was not damaged. There were no rips or tears found on the synthetic leather, no loose or broken threads, no damage to the rivets and no stains or discoloration found. The wash label was missing so the lot of the device could not be determined. Additional information regarding the patient and the circumstances involved in the event has been requested but to date has not be provided by the customer. Due to the condition of the device upon return and the lack of information from the customer, the root cause of the failure could not be determined. The instructions for use (IFU) recommends constant direct supervision for patients deemed to be at risk of injury to themselves or others. For times when direct supervision is not possible, monitor by line of sight or by a video/audio device. Patients should be checked regularly to ensure that cuffs are secure, as death or serious injury to the patient or others may occur if the patient can remove the cuffs. Users should be aware that a sudden mood swing may cause agitated or aggressive behavior. The medical team should be contacted at once if this occurs. In this case, it was reported that there were no injuries related to this event. Complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, spikes, trends and excursions above the control limits for this failure mode will be assessed, documented and acted upon as warranted. No corrective or preventative actions are necessary at this time. (B)(4).

Event description:
Customer reported the restraint broke while in use with a patient. There was no patient incident or injury reported. Customer did not provided a date when the issue took place.